Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on the baxter sps 1550 device. Approximately one hour into a two hour treatment, pt experienced a seizure and was found unresponsive. Once patient became responsive, pt complained of chest pain. Approximately 2 kg ultrafiltrate had been removed, pt blood pressure was 194/92 and pulse was 71. Hcp reported ultrafiltrate programmed goal to be removed was 3 kg in 2 hours; however, facility was using the profile feature which removes 40 percent of the goal in the second third of the treatment and 33 percent of the goal in the second third of the treatment. Depending on the exact time this event occurred 2 kg may have been accurate removal. Hcp administered 0.4mg nitroglycerin, 5 liter/min oxygen and 1.5 liter normal saline. Pt was transferred to the emergency room and admitted to the hospital and discharged in 2003. Hcp reported pt had no permanent problems as a result of this event.